Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was in and out of the hospital for the past month. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.